Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) and chloride (cl) results generated by the unicel® dxc 880i synchron® access® clinical systems.occasionally, high na and cl results were generated as well.the initial results were not reported out of the lab.customer re-tested the original samples and obtained results were in a different clinical range. C) refer to section b6 for an example of the initial and repeated na and cl results.there was no effect to patient treatment.

Manufacturer narrative:
Samples are drawn in serum and plasma tubes.the system is calibrated every 24 hours, and qc samples are run twice a day.a field service engineer (fse) was dispatched: a) the fse replaced parts.a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.